Event description:
The pt was implanted with a saline implant on 7/5/96. On 7/19/96 the physician noted that the pt had developed an infection and seroma in her left breast. Removed the prosthesis on 9/30/96. No add'l info reagarding this occurrence is available at this time.